Event description:
The customer reports that the balloon was found deflated, it could not be re-inflated. The caller reported this was discovered during pt use. Extubation and reintubation of a replacement tube was required. The caller reported that upon removal of the tube, it was discovered that the cuff came loose from the tube. Replacement of the tube was performed without incident to the pt.

Manufacturer narrative:
Part number# 109-85 is not distributed in the u.s; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k871204. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.